Manufacturer narrative:
This event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
Reportedly, pacing failure at low output was observed one week after initial implantation of the pacemaker. Device and lead were replaced. The pacemaker involved in this MDR report was returned for analysis.